Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that the trial patient had the trial placed yesterday. With one lead the patient could not feel anything and with the second lead they felt the butterfly tingling sensation. It was noted that while the patient was heading home it was hurting and wasn¿t on that high. It was excruciating pain on that lead and they could not program it to where it was not hurting. It was reported that the patient unplugged that lead and plugged in the other lead and could not feel anything what so ever. The patient contacted their health care provider¿s (hcp¿s) office and the told the patient to contact the manufacturer.

Event description:
Additional information received reported that the patient had a successful trial and was moving on to implant. The patient turned the amplitude down and had successful symptom relief.